Event description:
A pt was on the table when it fell to the floor. No injuries were reported.

Manufacturer narrative:
Examination of similar events indicates an obstruction was under the table and the table was lowered onto it. When the table was lowered, the obstruction was pinched between the base of the table and the drawer until the pressure increased to the point that the obstruction moved. At that time, the table dropped a few inches very quickly causing the cladding to break free and fall. This process is described in the products user¿s guide. Failure to correctly look for obstructions under the table can result in the type of damage seen with this table.